Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be between 300mg/dl and 500mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer agreed the pump was operating as designed. No further information provided.